Event description:
Additional information was received from the manufacturer representative. It was reported that the x-rays taken on an unknown date after (B)(6) 2017 showed that the lead moved. The patient was to schedule for a lead revision and the date was unknown as of (B)(6) 2017.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3778-75 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient was experiencing a change in therapy following their implantable neurostimulator (ins) battery replacement. The manufacturer representative stated that the patient¿s leads remained in service from their prior procedure and the ins battery was replaced on (B)(6) 2017. The patient had a post-op appointment on the date of this report and stated that they were unable to feel the stimulation the same as they did prior to the battery replacement. It was unknown if any environmental or external factors may have led or contributed to the issue. Impedances were checked and all were within normal limits. The manufacturer representative attempted to reprogram the patient¿s device and they were to obtain x-rays. It is unknown if the issue was resolved. The patient¿s status at the time of this report is ¿alive, no injury.¿ indications for use are non-malignant pain and cervical radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) and patient code applied to pli lead.. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Patient stated one of the lead were ¿knocked out of place¿ when they were placing the ins. It was noted the revision was occurred. Patient stated she was not getting stimulation where needed after implant. No further complication and events were reported.

Manufacturer narrative:
Correction on fdc, fdr, and fdm h6: all fdm, fdc and fdr applied to pli lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: lead. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that the patient presented for a lead revision on (B)(6) 2017. The previous lead was removed and replaced with two leads. The patient stated that she received good coverage post-operative.